Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's diabetes educator reported via phone call, the insulin pump was alarming no delivery. Customer went to the hospital but wasn't admitted. Customer's blood glucose was 300 mg/dl and didn't have ketones. She helped the customer and the device alarmed again during manual prime. Customer changed the set and treated but then had a low blood glucose experience. Troubleshooting for no delivery alarms was performed and blood glucose was 250 mg/dl at the time of the occurrence. Customer had resolved the alarm with a complete set change. Customer declined low blood glucose troubleshooting. Customer is not returning the alarm for analysis.